Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst indicated that on (B)(6) 2015, rv capture threshold was high at greater than 2.5 volts. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was explanted and an epicardial lead was placed. It was also reported that the right ventricular (rv) lead exhibited elevated thresholds. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.